Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)

Event description:
After insertion, during stylet withdrawal, the cannula broke at y connection.